Manufacturer narrative:
Integra has completed their internal investigation on july 3, 2017. Results: evaluation of returned device; the instrument is compliant with the manufacturing specifications. DHR review; no anomalies that could be associated with the complaint were observed complaints history; including this complaint, the complaint rate for product family monopolar handle for the past 12 months is (B)(4) complaints /product uses. This is not a statistically adverse trend using chi² test when compared to the complaint rate of (B)(4) complaints / product uses for the prior 13-24 months. Conclusion: the likely cause of the reported incident is a contact during coagulation between the metallic part of the instrument and the hand of the surgeon through porous gloves, at the same time than a contact with the monopolar plaque through the patient (or through the operating table, if the patient is not isolated from it). Double gloving is recommended for every electrosurgery. The IFU nt060 warns: "the pathways of the current through conductive elements like metal instruments and endoscopes can cause local burns to the patient, the physician or another ember of the care team. Contacting conductive elements with the active cautery area may cause undesired tissue heating and burns." Moreover, the safety notice nt119 was sent to costumer for reminder of warning, precautions and adverse events associated with electrical safety of the integra monopolar instruments.

Event description:
Report 1 of 2: other mfg report number: 2523190-2017-00078. It was reported an electric arc between the handle and the hand (thumb) of the surgeon, resulting in an injury (burn) on surgeon's hand. No harm to the patient. No additional information was provided.

Manufacturer narrative:
Additional information received on july 25, 2017: procedure; appendectomy. The unit functioned during 20 minutes when the dysfunction was observed. Surgery completed with another unit with no surgical delay. Burn was in thumb of right hand, no detailed information about injury was provided. No treatment performed for the burn.